Event description:
The insulin pump alarmed button error. Explained to customer that the insulin pump will be replaced. Advised the customer to discontinue use of the insulin pump. The insulin pump will be returned. Nothing further reported.

Event description:
The insulin pump alarmed button error. Explained to customer that the insulin pump will be replaced. Advised the customer to dicontinue use of the insulin pump. The insulin pump will be returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
This information is provided in response to your request dated (B)(6) 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.